Manufacturer narrative:
The awareness date was updated to 2019-07-26: date received by manufacturer: 2019-07-26.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the labels were peeling off. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: before use this batch, they found many tubes label unwrapped.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the labels were peeling off. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: before use this batch, they found many tubes label unwrapped.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Manufacturer narrative:
Additional awareness date 2019-07-26 on this date additional information was received making this complaint reportable. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the labels were peeling off. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: before use this batch, they found many tubes label unwrapped.